Manufacturer narrative:
The attachment has yet to be received by the MFR. A f/u report will be filed once the product eval has been completed.

Event description:
It was reported that during a preventative maintenance eval at the MFR, the drill attachment heated up. This event did not occur during a surgical procedure, there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.